Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016 (B)(4) (con): it was indicated that reporter reported patient had the feeding tube after the implant and they took the feeding tube out in (B)(6) 2015. Since (B)(6) 2015 patient was experiencing some leaking out of the hole in her stomach. The hole did not close all the way. The health care provider (hcp) stated it would be leaking a little bit and it continued to do so. Patient went to the local gastro hcp and they thought it was just coming a little bit from the tube; they started cauterizing outside of her skin to try to close it up. On (B)(6) 2016 patient went to hcp and she sneezed there and hcp smelled a little bit of food. Hcp checked and the hole inside of her stomach never closed up. On (B)(6) 2016 they went in and closed the hole in her stomach and put everything so that it heals as supposed to. The patient was fine until (B)(6) 2016. On (B)(6) she started getting violently ill and vomiting everywhere. The reporter asked the patient services if the surgery on (B)(6) could have deactivated the device. The reporter did know if the surgery was electro cautery but he said they put a 3-4 inch cut in the center where the feeding tube was, went in and sawed up her stomach and put 12-13 staples on the outside. The implantable neurostimulator (ins) was on during the surgery. Hcp knew about the ins and said he was going to be careful. The patient was in intensive care at the hospital right now. Her managing hcp office suggested reporter to call manufacturer representative and request the rep to come and check her device. .the patient was recently exposed to medical test or emi environmental and the activities/emi could be related to issue. The change in therapy/symptoms was considered sudden. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were gastric simulation/ gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.